Manufacturer narrative:
Additional information was received that this device was entered incorrectly. The event has been voided and this event is no longer considered reportable. The event will be re-captured under (B)(4) and a regulatory report has been sent to capture updated information received.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.